Manufacturer narrative:
(B)(4). The clip was explanted and the delivery system discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that one day post-procedure, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet which resulted in increased mitral regurgitation, and required surgery for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Grasping was difficult due to the anatomy. The clip was deployed, and leaflet insertion assessment was performed multiple times. It was believed that there was adequate posterior tissue insertion; however, it appeared that the posterior leaflet was folded over into the clip. The clip was opened to 30 degrees to check the grasp. No tissue came out and the mr reduction was sustained. One clip was implanted, reducing the mr to 2. On (B)(6) 2016, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 4. It is possible that the grasped tissue was underestimated. The patient was stable and sent to mitral valve replacement surgery on (B)(6) 2016 for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets and single leaflet device attachment (slda) appears to be related to challenging patient morphology/pathology; the reported worsening mr was likely a secondary effect/symptom of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.